Event description:
Customer reported a blank display. The customer stated the insulin pump was knocked to the floor and when he picked it up, there was a blank display. He stated that the display does not return after he inserts a new battery. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)